Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It appears the lever was inadvertently pushed toward close during suture trim using the quick cut in the handle. The frayed suture may be related to the foot partially closing or to a suture snag during plunger pull; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular treatment interventional procedure with a 7f sheath. Reportedly, while cutting the suture, the suture hit the lever, causing the lever to unintentionally return [close]. The lever was pulled [opened] again. After device removal, the suture was noted to be frayed. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.